Event description:
It was reported that the right atrial (ra) lead was dislodged. On fluoroscopy it could be seen that the lead was not attached to the myocardium. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314drm implantable cardioverter defibrillator (ICD)  (B)(6) 2012. (B)(4).